Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Following implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic mitral valve because the posterior leaflet of the native mitral valve did not take the repair. No product problems or other adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.